Manufacturer narrative:
Film evaluation summary: the exact cause and source of the reported endoleaks could not be determined from the films provided. Images during implant were not available for review. Therefore, the reported aggressive ballooning performed at the bifurcation, with the presence of calcium which potentially may have caused a tear in the stent graft, could not be assessed. A review of a pre-implant CT/3d film report revealed that the proximal neck ranged in diameter from 26 ¿ 28mm along a 45mm length. The neck contained mild calcification, moderate thrombus, and was moderately angulated to ~60deg. Calcification was also present within the 25mm diameter distal aortic, and common external iliacs; bilaterally. CT¿s returned 1 month after implant revealed that contrast was seen outside the devices in multiple locations; within the top of the sac from a potential type iii fabric endoleak near the flow divider and calcified shelf, within the distal sac from a potential type ii and/or type iiib from either limb, and along the mid-length of the right limb extension (but not filling the aaa) from an unknown source. The aortic body and infrarenal neck were acutely angulated at the flow divider ~50 deg lt-rt and the maximum suprarenal angulation was 85deg rt-lt. Calcified shelves were seen within the aorta near the level of the flow divider at the acute angulation along the right side of both limb origins, as well as within the distal aorta contacting both iliac limbs. Angiograms showing endoleak interrogation 3-months post-implant confirmed a likely type iiib endoleak, which appeared to be coming from the right limb near the distal aorta/bifurcation. Another endoleak source from a possible type ii endoleak near the distal aorta was also visualized during this study. After a balloon was seen inflated within the entire length of the right iliac limb extension, no obvious change in the strength of the endoleak was observed and no additional intervention was seen performed. The cause of the likely type iiib endoleak near the aortic bifurcation could not be determined. No obvious stent graft issues were observed near the location of the endoleak. It is possible that over-ballooning of the stent graft during implant, in an area containing significant calcification, may have been the cause of the type iiib fabric endoleak observed 1-month post-implant, and later confirmed via angiogram 3 months after implant. The exact cause of the recently reported type ib endoleak from the left limb and type iiib endoleak coming from the right limb could not be determined from the returned images. Angiograms during these reported events were not returned. It is possible that calcification within the distal aorta may have contributed to fabric abrasion wear, and disease progression within the left iliac seal zone may have led to the distal type I endoleak from the left limb. The reported type ii endoleak was anatomy related. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported a CT carried out approximately one month later showed an endoleak and this was confirmed by angiography. It was reported that there appears to be a type iii endoleak in the right stent graft limb at the aortic bifurcation that has caused some enlargement of the aneurysm. As per the physician, aggressive ballooning at the bifurcation with the presence of calcium may have caused a tear in the graft. It was reported that the patient presented approximately three months post the index procedure for intervention. Angiogram showed a type ib endoleak in the left iliac and so an extension was placed and after aggressive ballooning, this endoleak was resolved. It was reported then that the right iliac limb appeared to have a type iiib endoleak at the level of the aortic bifurcation where an area of calcium was present on CT. At the time, a type ii was also observed from the right hypogastric feeding the middle sacral branch. A limb was placed in the right iliac above the apparent type iiib endoleak to extend 10mm into the right hypogastric. After aggressive ballooning, the type iiib was resolved but the type ii persisted. It was noted by the physician that time would be given now for the type ii to thrombose given the other endoleak were resolved. It was noted that without aggressive ballooning the stent graft weren't well opposed due to heavy calcification in the patients vessels. No additional clinical sequelae were reported and the patient is fine.